Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dislodgement remains unknown; however, it is consistent with an external force applied to the leaflet and orifice, which overstressed the carbon material and resulted in the dislodgement. Please note, per the instructions for use (B)(4), "to avoid structural damage, the valve must be rotated in the fully closed position."

Event description:
During implant of a 19mm regent heart valve, one leaflet dislodged during rotation and remained as one piece. The valve and dislodged leaflet was removed from the patient and the device was exchanged for another 19mm regent heart valve (serial number unknown). The procedure was extended longer than 30 minutes and the patient remained hemodynamically stable throughout the procedure. The procedure was completed with no patient consequences.